Manufacturer narrative:
On july 29, 2021, mentor completed evaluation of the returned devices. Device evaluation summary: the products were returned to mentor for evaluation. Mentor conducted a visual inspection of the returned devices. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 400cc returned devices. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. According to the information reported, the patient developed capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received two devices for evaluation, but as it is unknown which device is impacted, both will be analyzed. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced capsular contracture, baker grade 3 on the left side post-operatively, which was confirmed via a physical consultation. As a result, the patient underwent explantation and replacement with a mentor memorygel breast implant on (B)(6) 2021.